Event description:
The customer reported to olympus, the screen of the high definition lcd monitor was black. The issue was found during reprocessing after a procedure. The gastroscope procedure was completed with the same device. The customer was not under sedation at the time. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of blank display was confirmed. The device evaluation found that the blank display was due to a defective circuit board and there was no image under the serial digital interface due to deformed serial digital interface connector of the circuit board. The bezel was seriously scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 6 years since the subject device was manufactured. Based on the results of the investigation, the image blackout event occurred due to a failure of the g1 board and deformation of the serial digital interface (sdi) connector on the printed circuit board. Olympus will continue to monitor field performance for this device.